Event description:
It was reported that the patient experienced dizziness and shortness of breath. It was also reported that the Right Ventricular (RV) lead exhibited high RV pacing impedance, sudden increase in RV pacing impedance, noise, oversensing resulting in misclassification of episode type and loss of capture. Additionally, the Right Ventricular (RV) lead triggered a Lead Integrity Alert (LIA) due to two or more High Rate Non Sustained episodes, Sensing Integrity Counter (SIC) and noted to exhibit suspected low voltage fracture. The RV lead settings were re-programmed and subsequently, a portion of the lead was capped and a Implantable Pacing Lead (IPL) was implanted. The RV lead remains in use. It was also reported that the Left Ventricular (LV) lead exhibited high thresholds. The LV lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: 5076-52 LEAD Implanted: (b)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.